Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient had vt/vf episodes that the ICD could not terminate. Atp was delivered and accelerated the patient's rhythm into the vf zone. Several shocks were delivered and failed to convert the patient. The rhythm broke on its own while the device was charging to deliver another shock.